Event description:
A customer reported experiencing a cgm error, labeled as error 42. However, the error did not adversely impact the customer's blood glucose level. With guidance from technical support, the customer performed a pump reset, and after the reset, the error did not reoccur, allowing the customer to successfully start their sensor session.